Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead system exhibited noise and pacing inhibition resulting to greater than 2 seconds of asystole. Patient is pacemaker dependent and noise was limited to rv channel. Re-programming was made by changing the sensitivity to 0.9mv. Boston scientific technical services (ts) discussed performing non-invasive programmed stimulation (nips) and programming options. There were two stored episodes of noise. The patient was brought into clinic at a later date and noise could not be recreated and no further testing was performed at this time. The system remains in service. No adverse patient effects were reported.